Event description:
While bending over pt felt a lockup of left hip. During revision surgery the liner was found to be disassociated from the shell and the shell had an area torn through it. A new cup, liner, screws, and femoral head were implanted.